Event description:
It was reported that there was an ongoing issue with the implantable neurostimulator 97715 intellis adaptivestim pain, described as "out of regulation (oor)" or "settings not available" message. Additionally, there was an electrode connectivity issue where electrodes 0, 1, 2, 3, and 5 were reading as not connected. Impedance irregularities were noted, with impedances recorded as 0-x and 1-7 40,000, and color codes indicating connectivity status (1- green, 2- red, 3- orange, 4- orange, 5- red, 6 and 7 green). The patient was reprogrammed with two new programs to cover the pain pattern. The cause was not known. Troubleshooting was performed, including checking impedances and connectivity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3986a (lot: n072807); product type: 0200-lead; product ID 3986a (lot: n055901); product type: 0200-lead; product ID 3708120 (serial: (B)(6)); product type: 0191-extension. Product ID 3708260 (serial: (B)(6)); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3986a lot# n072807 implanted: (B)(6) 2006 product type lead product ID 3986a lot# n055901 implanted: (B)(6) 2006 product type lead product ID 3708120 serial# (B)(6) implanted: (B)(6) 2006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a partial explant. A return of pain was noted. Patient had two resume leads placed subcutaneous several years ago. Leads became non functional due to impedance. Patient and doctor decided to revise the system with new leads. During surgery, old leads were scarred in and could not be removed. New system was placed and old leads/extensions were left in place. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.